Manufacturer narrative:
Corrected field: h9 this report is being supplemented to provide a correction to a previously submitted report. Field h9 - corrective action was inadvertently marked as fy25-087-a instead of blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water tube with white residual. There was no patient involvement.

Manufacturer narrative:
Corrected field: h11. This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- which erroneously reported an internal reference number and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.